Event description:
The customer reported the machine was removing too much fluid. There were multiple dialysate weight incorrect alarms resulting in an excessive fluid removal of 94 ml in a one hour period. Facility's nurse was able to return the pt's blood and continued treatment on another prisma machine.